Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported that they were having a problem charging their controller for about 6 weeks now however they can't recall the exact error message and just remembered seeing battery is low screen. Patient stated that they already tried to reset the controller by removing the battery pack and still getting the same issue. Agent had the patient reset the controller and plugged it in to the ac power supply. Patient confirmed the controller screen powered on. Agent had the patient reinsert the battery pack. Patient confirmed a green blinking light on the controller and confirmed seeing the normal charging screen with controller still recharging and implant at 70%. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Pt called back stating that they've been getting a batteries low, replace the controller batteries soon message and that's been going on for a couple of months. Pt stated that they have already tried resetting the controller, as they did when this issue first occurred, but the "batteries low" message continues to display. Pt mentioned that they usually recharge the device both in the morning and at night, and the "batteries low" message appears during both recharge times. Pt also mentioned that sometimes, the controller displayed a message that says "it's disconnected" even if the recharger was still connected. Agent reviewed information about the message. Agent sent a request to repair to replace the recharger as this has been an ongoing issue. Patient mentioned that they have been satisfied and have not experienced any issues with their current recharger, especially since they had significant trouble with their previous recharger when they first received it five years ago. Pt also mentioned about getting a little shock from the old recharger. See case history. Pt called back stating they got the new recharger (rtm) but that did not resolved their issue. From december 13th to december 30th the pt got the replace batteries message 12 more times. Agent closed case. Additional information has been received stating that patient has been changed implant battery and controller was charged overnight. The new controller is taking less time to charge the implant than the last year.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received from patient stating that it is not possible to give paddle serial number and that the shock was from old recharger where cord is attached. Patient also stated they were sent a new paddle with a protection piece added to where cord is attached.